Event description:
During anterior cruciate ligament reconstruction the coring reamer tip flayed to 18 mm increasing the bore hole from 11 mm to 18 mm. Used bone to pack the enlarged bore hole. Catalog number on the instrument is ar-1276cr but on the packaging is ar-12265.